Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had been alarming ¿no disposable clamp tubing.¿ the infusion had been stopped, but the beeping had persisted. The line had been clamped, and the cassette had been removed. The tubing had been massaged, and the cassette had been reconnected; however, an attempt to restart the pump had resulted in the same ¿no disposable pump won¿t run¿ alarm. The cassette had been removed again and tapped on a hard surface before being reconnected, but the pump had still been unable to start due to the persistent ¿no disposable¿ alarm. The pump had been powered off, and the line had remained clamped. The pump settings had been noted as follows: rate 5 ml hour, res vol 17.1 ml, and volume given 222.9 ml. The event occurred while in use with a patient at the patient's home. There was no patient harm.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.